Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, then it will be submitted in a supplemental report.

Event description:
Omnifit stem was inserted into the canal of femur and the canal was fully filled with bone cement. At that time bipolar surgery was almost done and so, operator irrigated stem and tried to insert head. At that time surgeon found out several scratches on surface of the stem. Bone cement hardened and adhered canal and so, they couldn't remove this inserted stem and complete the surgery.